Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus with the pump, and subsequently administered a manual injection for an elevated blood glucose (bg) level of 400 mg/dl. Reportedly, due to the over delivery of insulin, the customer experienced a low bg level in the 50's (mg/dl). To treat the low bg level, the customer consumed food and juice.